Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Rectal cancer. What was the surgical procedure being performed? 1st is dixon, as the issue occurred, the surgery changed to miles. What structure was the device being fired on when issue occurred? Firing finished, open the jaw, found no staples. Were any staples seen in the surgical field? If so, what was their shape? No. What the stapling issue on one side of knife or both sides? Both side without staples. What number firing of device did issue occur? Unknown. What was the quantity of blood loss? Unknown. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that there was no staple after firing. During the mils, after fired with ec45a, found no staple. The patient was bleeding without transfusion, permanent fistula was made, the surgery delayed more than 2 hours. The patient is stable and in hospital now.